Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). UDI number: (B)(4). Product review of the zsgm serial number (B)(4) by dover on 08 june 2020 revealed that the pre-test could not be performed due to a damaged comb. Repair of the device was performed by dover on 08 june 2020 which included replacement of the following: comb additional repair included disassembling, cleaning, testing and calibrating the device the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during inspection this unit was found in need of repair. Evaluation of this device revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.